Manufacturer narrative:
D9 device available for evaluation, corrected data: initial report inadvertently did not include ¿yes¿ and date of the suspect device being received.

Event description:
It was noted that prior to surgery, high impedance was seen. The explanted devices were returned for product analysis (pa). Pa was completed on the generator. There were no performance, or any other type of adverse conditions found with the pulse generator. Comprehensive electrical testing showed that the generator performed according to all functional specifications. The 25% change in impedance history was reviewed, and high impedance was seen. Product analysis on the lead is pending completion. No additional relevant information has been received to date.

Manufacturer narrative:
B3. Event date ¿ correction ¿ inadvertently did not updated event date based on diagnostics provided in supplemental MDR #1.

Event description:
It was reported that the patient had a full revision due to high impedance. It was noted that the explanted device would be returned but has not been received to date. A review of device history records showed that the lead passed quality control inspection prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Medical device problem :a040101.

Event description:
Product analysis was completed on the lead. The reported lead fracture was verified in the pa lab. A break was located on the negative coil, which appeared to be the result of a stress induced fracture. Sem of the break location showed pitting of the coil surface. Setscrew marks on the connector pin indicate that at one time good mechanical and electrical connection existed between the generator and lead. The dried remnants of body fluids were found in the inner and outer tubing with no other point of entry apart from the identified tubing openings and cut ends. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead. No further relevant information has been received to date.